Event description:
It was reported that the screen was stuck during a procedure. The event occurred during clinical use, but there was reportedly no patient harm.

Event description:
It was reported that the screen was stuck during a procedure. The event occurred during clinical use, but there was reportedly no patient harm. The customer evaluated the device and received remote support from the customer care solution center, during which the customer advised that the problem was not reproduced upon performing an operational check. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.